Event description:
Reporter stated, the infusion device shut-down without providing a warning/error message. He changed the battery and battery cover, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).